Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was between 54-500 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 54-500 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.